Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014). The patient¿s meter has been returned on 4/15/2014 and evaluated by lifescan product analysis on 4/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred a couple months prior to contacting lfs. The patient alleged readings of ¿182, 186, 128 and 150mg/dl¿ compared to ¿66mg/dl¿ on a true touch meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using no medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown date and time, she developed symptoms of ¿weakness and clammy skin¿ which she associated with low blood glucose. The patient denied receiving any treatment in response to the alleged issue. During the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being report as an adverse event since the patient claimed due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.